Event description:
It was reported that this right ventricular lead exhibited noise and over-sensing. Further follow up of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).